Event description:
According to the initial report, "photofix tissue implant was swollen and "delaminating" and required replacement. This is the same complaint or information as previous cases."

Event description:
The following questions were asked: 1. I see the sid is currently unknown. If it¿s possible to obtain this, please provide when you have it. A. If you¿re unable to obtain it, could you let me know what date this arrived at the facility? 2. What is the exact date for the initial operation? (We would like to capture how much time passed between the initial implant and subsequent explant). 3. What was the reason for the initial operation? 4. Was the delaminated patch replaced with another photofix patch? 5. How is the patient doing post-operatively? 6. If there are any photos taken from surgery, could you provide those? 7. Are operative notes available for us to review? Pictures were provided, but multiple attempts to obtain additional information have gone unmet. No additional information forthcoming.